Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury (chordae rupture) resulting in mitral valve insufficiency/regurgitation cannot be determined. The reported heart failure/congestive heart failure and shortness of breath (dyspnea) are cascading effects of the mr. Tissue damage, dyspnea, heart failure and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and posterior flail. Two mitraclip xtw were implanted, reducing the mr to a grade of 1-2. However, after the procedure, on the same day in the evening, the patient experienced symptoms of heart failure and shortness of breath. An echocardiogram was performed and revealed mr with a grade of 3-4 and a chordae rupture. It was noted that the clips were still attached to both leaflets. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.